Event description:
The customer contacted the customer care solution center and alleged strange noise and error in the operation of the oxygen sensor of the complaint device. The complaint device use was unknown at the time that the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It is reported to philips that the complaint device had strange noise and error in the operation of the oxygen sensor. The complaint device was not in use at the time that the issue was discovered.